Event description:
In 2008, boston scientific corporation was informed that during a hemostasis procedure, the resolution clip device did not open once it was out of the sheath. The procedure was completed with another of the same device without patient complications. Patient is "fine".